Manufacturer narrative:
(B)(4). Batch number ==> p57933. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the stapler misfire on 4th firing. First 3 firings no issue. Several staple lines crossed during first firings for a wedge resection. As per dr., on 4th firing, stapler seemed to advance and reverse and once cycle complete, it appeared there was only 1 row of staples and lung filleted open. Appeared to have sheered lung without proper staple formation. A new reload was used and same effect reproduced which led to a new stapler being used to complete repair without issue. Several other reloads utilized to repair lung. Delay of approx 45mins to case. No extended stay or leaks were reported. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p57933. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge (b) was received partially fired 1/16. The cartridge (c) was received partially fired 1/16 with the pan dislodged and several drivers out of position. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.